Manufacturer narrative:
Other text: b3: event date unknown. Updated a1 and h6 health impact. Additional information was received that the product fault did not occur while in use with the patient; there was no patient involvement. One device was returned for evaluation. Visual inspection revealed a damaged battery door spring, lifted downstream occlusion (dso) seal, and a scratched lcd lens. No evidence was present to review in the event history logs. Functional testing was performed and the reported issue was unable to be replicated; three accuracy tests found that the pump was delivering within specification. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the pump failed flow test three times. No adverse patient effects were reported by the customer.